Event description:
It was reported that customer had large difference between the sensor glucose and blood glucose readings and when she tried to recalibrate she gets calibration error. Customer stated sensor reading was 60 mg/dl and 40 mg/dl and goes into threshold suspend however blood glucose was at 108-131 mg/dl. Customer stated that sensor glucose stayed at 43 mg/dl and ended up turning it off. Customer declined to do troubleshooting. Customer stated she also thinks that her basal rates need adjustments. Customer also stated that when she takes the sensor out it was slightly curved due to she does not have a lot of tissue. She also mentioned she's fairly insulin sensitive and she has not worn sensor before. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.